Manufacturer narrative:
(B)(4). Concomitant medical products: 00784802300 ¿ m/l taper neck ¿ 63644539, 00771301000 ¿ m/l femoral stem ¿ 63596993, 00885101236 ¿ xlpe liner ¿ 63430807, 00877503602 ¿ biolox delta head - 2665222. Reported event was confirmed by review of medical records noting patient was experiencing pain. Radiolucency around the cup and stem. The stem was found to be loose. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01767, 0001822565-2019-01768.

Event description:
It was reported that patient underwent a right hip revision approximately 2 years post implantation due to pain and femoral loosening. During an office visit, radiolucency was noted around the cup and an MRI showed possible loosening of the stem. During the surgery, it was noted there was failure of osseointegration on the three sides of the stem. The bone appeared to be of poor quality. Attempts have been made and additional information on the reported event is unavailable at this time.